Event description:
It was reported that non-sustained oversensing episodes were observed. Review of episodes noted noise on the lead. It was mentioned that the rv lead was placed alongside the old capped lead with both placed in rva apical. There was also decrease in r-wave amplitude signal. It was suggested that the noise could be due to lead-to-lead contact and physician should consider performing diagnostic imaging. Lead re-positioning was anticipated. No further information is available at this time.